Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline communication fault alarms. Corrosion in the pump cable inline connector was also confirmed by an onsite abbott representative, which could have contributed to the alarms; however, the alarms ultimately returned after it was cleaned. A specific cause for the alarms or corrosion could not be conclusively determined through this evaluation. The report of the external condition of the pump cable worsening could not be confirmed as no images or product were available, and a specific cause for this report could not be conclusively determined. Review of the submitted image showed the inline connector and controller connector pins of the modular cable. No abnormalities were noted. Review of the submitted log files confirmed driveline communication fault alarms. The system appeared to be operating as intended at the set speed. There were no other notable alarms related to the pump or driveline operation at the time of the reported event. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU) and patient handbook contain information on how to clean and care for the driveline and driveline exit site. These documents instruct to never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop. Additionally, the IFU and patient handbook describe alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 6 cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 6 warns ¿do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. Never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. Section 7 also provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables.¿ the heartmate 3 lvas patient handbook, is currently available. Section 1 ¿introduction¿ warns that the system components must be kept dry. Never take tub baths or go swimming while implanted with the pump. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline and driveline exit site. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. This section also instructs ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 5 also cautions the user not to twist, kink, or sharply bend the driveline. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having connection fault alarms which were silenced by the perfusionist. The section of the driveline proximal to patient had been previously rescue taped by home left ventricular assist device (lvad) center in (B)(6). The area had extended down further. No wires were exposed, and the rescue tape was applied on (B)(6) 2025 by lvad team. Log files confirmed driveline communication b fault alarms on (B)(6) 2025. It was recommended to exchange the modular cable and system controller. After exchanging, it was asked to perform 15 power cable disconnects to collect more log file data and send the log files from this. This alarm has not interfered with pump operation. It was noted that there were also odd voltage issues. The log files following the exchanges and were provided and showed the alarm had returned. It was said the patient had this alarm for approximately 2 years and their home lvad center in (B)(6) silenced the alarm permanently. It was told that they could clean up the pump cable connector to see if it would resolve the issue. If not, they could permanently silence the alarm. The patient underwent their first cleaning of their modular cable where their driveline communication fault resolved following the replacement of equipment. During the first cleaning of the connector surface, it was noted there was green debris above two pinholes. The debris was scrubbed off, and the cable was reconnected after 33 seconds. It was said that around 1:15pm, the patient's driveline communication fault was back. Active driveline communication fault alarms were confirmed to have returned in the log files on (B)(6) 2025 @ 13:03:51. At this stage, the recommendation was to permanently silence the alarm. The redundant comm a line was functioning as intended so there¿s no actual loss in communication between the pump and system controller. A second cleaning of the pinholes was performed lasting 46 seconds. Following the reconnection, the alarms cleared. The final cleaning of the surface and pinholes was performed lasting 53 seconds. The driveline was connected to a new modular cable and the backup system controller. No further alarms were noted. It was confirmed that there was a total of 2 system controller exchanges. The first was to rule out any system controller issues that may be causing the alarms. The alarms returned so the issue was the driveline (modular connector) related and not system controller related. The second was at the end of the cleaning when the patient¿s modular cable was exchanged to prevent cross contamination of debris from the old modular cable to the clean modular connector. The new modular cable was connected to the backup system controller for the swap.